Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed self test and unexpected restart error alarm test. No external ram error alarm or unexpected restart alarm. History check failed alarm noted in alarm history screen due to corrupted history file. Analysis was unable to upload to carelink pro due to corrupted history file. The insulin pump communicated properly with glucose sensor simulator and minilink transmitter. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received unexpected restart alarm, external ram error alarm and several history check failed alarms after turning on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.